Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for cardiomyopathy. During pump support hemolysis was suspected. Adjusting impella flow rate did not resolve the issue and it was decided to explant the device. The patient required additional mechanical support.